Event description:
It was reported that there was a large bulge on the patient's spine that was causing pain. The patient also experienced increased pain at the pump pocket site, and reported that it felt like the pump was pushing on her internal organs. The patient reported that she was very thin, and the pump was sticking out. The report also indicated that the pump had migrated. The health care professional reported that the anchor for the catheter broke. The pump was revised and moved to below the iliac crest. The type of medication, concentration, and daily dose being administered via the pump were not reported. The report indicated that the patient recovered without sequela.